Event description:
It was reported that the colonovideoscope's image turned blue. The event was found during an unspecified diagnostic procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.